Event description:
During the procedure (open l5-s1 tlif) an unexpected hardware failure occurred. The globus inserter (6124.0003) broke off of the spacer altera implant (8d 10x31 8-12mm n 1124.1111).